Event description:
It was reported that a pt "underwent transvaginal mesh placement for treatment of prolapse in 2006. She developed complete recurrence of the prolapse and mesh erosions. She underwent mesh excision in 2008 but ha recurrence of prolapse." Reportedly the graft was removed (B)(6) 2009.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.